Manufacturer narrative:
Device not received so far; therefore, no investigation possible as of yet. A complaint review for similar articles for the timeframe 22-jun-2020 - 22-jun-2022 was performed. Similar complaints could be found. Accordingly, it is possible that fragments of the tip remain in the patient's body and/or a second operation is required to retrieve them. Consequently, it is required to file a 3500a medwatch report to the FDA.

Event description:
As per a manufacturer incident report #(B)(4) received from the factory in germany: according to information received, the 27040xa broke during a medical procedure inside the bladder, which caused a surgery extension. No injury to patient, user or third was reported.

Manufacturer narrative:
Product was returned for evaluation. Per manufacurer report findings: the product in question is damaged at the distal end as described by the customer; it was determined that the ceramic beak is broken. The most probable root cause is an overload of the ceramic tip. The IFU describes that the article must be checked for damage before each use. On the picture 2 and 3 you can see that the ceramic beak has a break. This breakage can be a combination of micro cracks and a too high force or a too high tip voltage. In the IFU it is pointed out that the ceramic components are sensitive and can be easily damaged, so it is important before each application to check the ceramic components for damage (e.g., cracks, spalling). Another factor can be the peak voltage in combination with rf devices for a certain recurring maximum allowable peak voltage. If the product is used above the maximum permissible peak voltage, the product may be damaged.